Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer also reported that the batteries were failing quickly. The customer reported that the battery will go from full on the insulin pump screen to 1 bar in a matter of minutes. The customer's blood glucose was 486 mg/dl at the time of the incident. The customer's blood glucose was 500 mg/dl at the time of call. The customer stated that she treated the high blood glucose with manual injections and she had to go the emergency room. The insulin pump will not be returned for analysis.